Manufacturer narrative:
Lot information was provided the following product reported in initial report: 4.5mm peripheral screw - 24mm; cat# 5572-4524; lot# mw1rde, x3 humeral insert - 36mm x 4mm standard; cat# 5571-s-3604; lot# 192ymp. An event regarding infection involving a rsa humeral cup was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed because medical records were not provided. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a post-op clinic visit on (B)(6) 2015 and was doing well with no complaints. On (B)(6) 2015 patient called dr. (B)(6) complaining of pain and swelling in her shoulder. Dr. Confirmed the patient was infected so he scheduled an I&d with liner exchange on (B)(6) 2015. Dr. (B)(6) supplemented the I&d with antibiotic impregnated cement beads.

Manufacturer narrative:
The following other devices were also listed in this report: baseplate; cat# 5572-2800, baseplate; lot# 4a0yd8. Reunion tsa - press-fit humeral stem 11m; cat# 5569-p-2011; lot# mmrhw4. 6.5mm center screw - 28mm; cat# 5573-6528; lot# mnnlw6. Glenosphere - 36mm dia x 2mm thk concent; cat# 5573-c-3602; lot# w31wx4. 4.5mm peripheral screw - 28mm; cat# 5572-4528; lot# mnhpxe. 4.5mm peripheral screw - 24mm; cat# 5572-4524; lot# unknown. X3 humeral insert - 36mm x 4mm standard; cat# 5571-s-3604; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a post-op clinic visit on (B)(6) 2015 and was doing well with no complaints. On (B)(6) 2015 patient called dr. (B)(6) complaining of pain and swelling in her shoulder. Dr. Confirmed the patient was infected so he scheduled an I&d with liner exchange on (B)(6) 2015. Dr. (B)(6) supplemented the I&d with antibiotic impregnated cement beads.